Event description:
International affiliate reported that the device delaminated during an incisional hernia repair. The mesh was removed and replaced with a competitor's product. No adverse patient consequences were reported.

Manufacturer narrative:
H6 result code: one photo image of the actual device was reviewed. The photo clearly showed an example of proceed that has delaminated. The edges of the separated prolene soft mesh component appeared undamaged, but the entire product could not be seen in the image. H6 conclusion: without direct examination of the actual used product, it could not be determined if any defects were present or if the product suffered any damage that might have led to the delamination.